Event description:
It was reported a stent dislodged occurred. A synergy shield mr ous 3.50 x 16mm was selected for treatment. During advancement of the system, the stent unexpectedly detached and/or fractured from the delivery wire without any apparent reason. The device was removed and there were no patient complications.